Manufacturer narrative:
Medical product: cable cerclage cable with crimp 1.8 mm dia. 635 mm length, part#00223200418, lot#63939450; cable cerclage cable with crimp 1.8 mm dia. 635 mm length, part#00223200418, lot#64084355. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted in right side and is planned for a revision surgery due to implant fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. No trigger considering the following event is identified: plate breakage. Event summary: it was reported that the product was implanted on (B)(6) 2018. During a visit on (B)(6) 2019 a fracture of the ncb plate was identified. Review of product documentation: this device is intended for treatment. Review of received data: before surgery. Image intensifier / ap-view: multi-fragmentary supracondylar periprosthetic fracture with knee total knee replacement without evidence of loosening of the prosthesis (lewis-rorabeck type ii). One large proximal fragment, two larger distal fragments. In the fracture zones several small bone fragments are recognizable. The fracture line extends oblique (red arrows), no recognizable signs of loosening of the implant. Lateral view: visible fracture course to far distal at the level of the femoral component of the prosthesis, bone fragments posteriorly. Above the femoral component the upper part of the large caudal fragment can be seen. After osteosynthesis: image intensifier / ap-view: situation after plate-osteosynthesis and fixing of two additional cerclage cables above the femoral component. Caudally, the plate is fixed with several screws. On the medial side an anatomically reduced fracture can be seen. Lateral view condylar: posterior at the level of the femoral component recognizable bony defect zone. No evidence of loosening or failure of the plate material, recognizable screws and knee replacement. Lateral view of the plate: no evidence of failure of the osteosynthesis components (cerclage cables, plate). Bony defect zone in the area of the cerclage cable and a single, slightly larger narrow bone fragment. Another lateral view of the plate: visible screws in correct position, undamaged cerclage cables. At the lower edge of the image, the proximal branch of the fracture can be seen. X-ray dated: on (B)(6) 2018: right knee with thigh ap-view (shooting in bed), lateral view: the skin staples can be seen. The upper part pf the x-ray is overexposed, the osteosynthesis material and bony structures cannot therefore be assessed. Supracondylar above the femoral shield partially missing osseous substance. Right thigh ap-/lateral-view: inconspicuous findings of the implant and the bony structures. X-ray dated: on (B)(6) 2019: right knee with thigh ap-view, lateral view: osteosynthesis material and prosthesis shown unchanged, no evidence of substantial bony healing of the defect zone. Hip joint with thigh ap-/oblique-view: no special features recognizable. X-ray dated: on (B)(6) 2019: right knee with thigh ap-view, lateral view: still recognizable bony defect zone without any indication of a substantial endostal bone healing. Periostal a small cloud with non-contiguous callus formations ventromedially at the level of the proximal part of the fracture zone can be seen. X-ray dated: on (B)(6) 2019: right knee with thigh ap-view, lateral view: the bony defect zone is still recognizable unchanged. The periosteal callus formation has increased compared to the previous x-ray on (B)(6) 2019. Again, comparatively to the previous x-rays no evidence of relevant endosteal bone healing. Comparative own image section: the breakage of the plate is clearly recognizable. On (B)(6) 2018: operation report, dr. (B)(6) clinic: diagnosis: periprosthetic fracture with knee endoprosthesis (vancuver b) on the right. Surgery: open reduction of a multi-fragment fracture in the femoral shaft with osteosynthesis with an angle-stable ncb plate on the right, open surgical spongiosaplasty with fragment fixation by cerclage knee joint on the right, transplantation of cancellous bone, allogeneic, femur proximally on the right. Course: in the CT there is no evidence of loosening of the endoprosthesis. Therefore, a ncb plate was implanted. The femoral shield is stable during clinical and visual examination. An only laterally available scale can be fixed with a ncb plate. Radiologically, there is very good restoration and continuity of the axis for the large substance defect. A large fragment can be adjusted and fixed dorsally with a cerclage. Afterwards a good insertion of cancellous bone into the large defect zone without the cancellous bone being able to luxate dorsally. After successive fitting of the screws, the x-rays show a good position and good reconstruction of the axis. Then, with the implantation of allogeneic cancellous bone, it is possible to fill the entire defect zone distally. Subsequent x-ray control. Postoperative procedure: no load or 10 kg for 6-8 weeks and maximum allowed flexion of 60 degree on the movement rail due to obesity. On (B)(6) 2018: dokumentation implants. Ncb periprosthetic femur plate, distal right, 18 holes, 355 mm cable-ready cable grip system, cerlage cable with crimp, 1,8 mm diameter. On (B)(6) 2018: inpatient treatment report (B)(6) nordfriesland, treatment from on (B)(6) 2018: diagnoses: distal periprosthetic femoral fracture on the right. Right knee tep due to gonarthrosis 2014 adipositias permagna (approx. 140 kg). On (B)(6) 2018, fall on the hip with the above injury, first aid in the (B)(6) clinic, transfer to (B)(6). Sensorimotor functions are ok and stable blood circulation. Examination findings: well-fitting dorsal splint, knee / foot pulses not palpable, clinically no signs of avk, known cvi. Course: postoperative radiological good fit of the implants, initiation of increasing mobilization under physiotherapy guidance. At her own request, discharge to outpatient treatment, home care guaranteed according to the patient. On (B)(6) 2019: file card entry: right knee joint and right proximal femur in 2 levels: normal fracture position without loosening of the plate, toknep was not loosened. Consultation: physiotherapy does not make so much sense, rehabilitation only possible under inpatient conditions if there is a potential load. On (B)(6) 2019: file card entry: full weight bearing of the patient, patient has little discomfort, rather in the left knee. Bending up to 90 degrees possible. Pain in the area of the left knee, pes anserinus as a sign of overload. Right knee with half thigh in 2 levels: clear callus formation visible, the fracture seems to be consolidated. Advice: full weight bearing within the next 14 days. On (B)(6) 2019: file card entry: pain in the area of the left lower leg. Lab results (B)(6) amrum from on (B)(6) 2019. Findings: quite good mobility of the right knee joint, ongoing thrombosis prophylaxis. Pain in the area of the lower leg. Therapy: physiotherapy for the right knee, plasters for the left lower leg. On (B)(6) 2019: file card entry: diagnosis: broken plate after right femur fracture. Medical history: the patient only turned slightly in the kitchen and then suddenly severe pain in the right thigh appeared. Walking was not possible anymore. X-ray: unchanged plate position on the outside of the right femur, surface replacement unchanged. Signs of insufficient distal femoral fracture healing. Fissure in the plate on the ventral side of the plate. Therapy: revision surgery planned in (B)(6). On (B)(6) 2019: inpatient treatment report at (B)(6) amrum, inpatient on (B)(6) 2019: diagnoses: fracture of the ncb plate on the distal femoral shaft. Distal periprosthetic femur fracture on the right. Right knee tep due to gonarthrosis 2014. Obesity per magna. Osteosynthesis using a plate on the right and additional thread fixation of the tubercle majus on (B)(6) 2016 in the case of a proximal humerus fracture on the right. Medical history: on (B)(6) of last year, right femur fracture with osteosynthetic restoration using a ncb plate, cerclages and cancellous bone plastic. Suddenly a crack was identified of the affected leg with pain and swelling. Instruction for inpatient admission and operative care. Course: inpatient admission after distal fracture of the plate inserted on the femoral shaft after a periprosthetic fracture. X-ray: right thigh in 2 levels including right knee joint from on (B)(6) 2019: unchanged plate position on the outside of the right femur, surface replacement unchanged. Signs of insufficient distal femoral fracture healing. Fissure of the plate on the ventral side of the plate. On (B)(6) 2019: file card entry: diagnosis: toknep change in periprosthetic femoral fracture. Recipe: cefurox basics 500mg tab. Devices analysis: visual examination: the ncb plate is returned for investigation. No other components (sub-components) have been returned. The visual examination shows a crack in the mis interface. The crack is starting in the small bore hole and ends in a bore hole of a three hole pattern. Furthermore, there are several scratches all over the plate. No other deformation or any damage can be found. Conclusion summary: it was reported that a ncb pp plate was implanted on (B)(6) 2018 and revised on an unknown date. The quality records show that all specified characteristics for the ncb pp plate (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The ncb pp plate was returned for investigation. The visual examination showed that the plate had a crack in the mis interface and was not completely broken. The present surgical report on (B)(6) 2018 describes the osteosynthetic treatment of a periprosthetic multi-fragment fracture of the right femur with an inserted not loosened old knee prosthesis. Due to a large defect zone, it was necessary to fill up it with an additional transplantation of allogenic cancellous bone. This radiological documentation on the day of surgery confirms the situation described intraoperatively with a bony defect zone in the fracture area. The permitted load limitation upon discharge of the clearly overweight patient for the following six to eight weeks is therefore medically understandable. The present radiological documentation 3 weeks after discharge from inpatient treatment on (B)(6) 2019 confirms the radiologically described fracture position without loosening of the plate. 6 weeks after discharge from inpatient treatment on (B)(6) 2019, the attending physician noted an apparent full weight bearing. Radiologically a significant callus formation is recognizable, the fracture seems to be consolidated so far. However, based on the x-ray documentation available on (B)(6) 2019, these findings cannot be confirmed. Radiologically there is still a recognizable defect zone in the fracture area without any indication of a relevant endosteal bone healing. Only a small periosteal cloud can be seen with non-contiguous callus formations ventromedial at the level of the proximal part of the fracture zone. As part of a further medical check-up 3 weeks later on (B)(6) 2019 no information about the condition on the right leg was noted, only physiotherapy for the right knee was determined. 3 months after osteosynthesis on (B)(6) 2019, after a history of slight torsional trauma, the plate fracture at the level of the fracture zone can be confirmed radiologically. At this time, an increased periosteal callus formation can be seen, but no evidence of a relevant endosteal bone healing in the area of the former fracture zone. The situation in the bone fracture area at the time of the plate fracture is only documented radiologically on two levels. 3 weeks earlier, in a comparable radiologically view, there was no reliable evidence of a sufficiently stable fracture situation. A supplementary computed tomography examination would have been helpful. Based on the available medical documents, it can be assumed that a traumatic event three months after osteosynthesis combined with a significant obesity and delayed bone healing may have contributed to the breakage of the ncb pp plate. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Pleasee refer to report 0009613350-2019-00541